Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient experienced two events of infusion set bent cannula which led to high blood glucose from (B)(6) 2025. The event occurred within three or more hours of insertion. The insertion site was abdomen. The patient was hospitalized for two hours for the treatment of high blood glucose levels 33.3 mmol/l. The patient tried to treat high blood glucose levels with bolused via pump, correction injection via multiple daily injection and later received intravenous insulin delivery as a corrective treatment. The trace ketones were found to be high. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.